Event description:
It was reported post op to a gastric band procedure, the band was removed, due to band erosion. There were no other pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.